Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient tha was put in the previous week and while at rehab his hip dislocated. No signs that anything was wrong with the stem or why it dislocated. Surgeon decided to revise the hip since the greater trochanter looked to be off in x-ray. Loosening of the stem at bone to implant interface was due to broken greater trochanter. Surgeon decided to cement in a size 7 summit stem and also put on a trochanter claw plate and two cables. Doi: (B)(6) 2018, dor: (B)(6) 2018, right hip.